Manufacturer narrative:
The analysis was performed on a cobas 6800 system (serial number: (B)(6)). The investigation determined that there was no evidence of a product quality issue related to the cobas 6800 system or the cobas mpx assay lot m11245. A review of the provided data, including pcr signal analysis and algorithm performance, confirmed accurate result calls with no anomalies identified. Quality control data and complaint history analysis did not reveal any trends or issues associated with the reported lot. The observed non-reactive pooled testing (pp6) results may be attributed to a low viral load near the limit of detection (lod), while the reactive individual donation testing (idt) results could indicate a true low-level hbv dna signal. Alternatively, pre-analytical contamination of the samples cannot be ruled out. Negative hbsag results further complicate the interpretation, as they may suggest either early window period infection, occult hbv infection (obi), or contamination. No systemic product issue was identified, and this appears to be an isolated incident. The donor blood was not released for use as a precautionary measure.

Event description:
The initial reporter questioned the hepatitis b virus (hbv) results obtained using the kit cobas 58/68/8800 mpx 192t ce-ivd assay on the cobas 6800 system. The customer reported four samples that initially tested non-reactive for hbv in pooled testing (pp6) on the cobas 6800 system using the cobas mpx assay. These same samples yielded reactive results when tested on other platforms, specifically grifols and sansure. Hepatitis b surface antigen (hbsag) results for all four samples were negative. Upon retesting as individual donations (idt) on the cobas 6800 system with the cobas mpx assay, the samples produced reactive results. As a precaution, the donor blood was not released for use. The following results were reported for the four samples: - sample ID (B)(6) ((B)(6) 2025): hbsag negative, synergy pp6 non-reactive, sansure pp6 reactive (38.5 CT), sansure idt reactive (37.22 CT), grifols idt non-reactive (0.02 CT). - sample ID (B)(6) ((B)(6) 2025): hbsag negative, synergy pp6 non-reactive, sansure pp6 reactive (40.65 CT), sansure idt reactive (40.54 CT), grifols idt reactive (23.01 CT), synergy idt reactive (36.07 CT). - sample ID (B)(6) ((B)(6) 2025): hbsag negative, synergy pp6 non-reactive, sansure pp6 reactive (33.89 CT), sansure idt reactive (39.41 CT), grifols idt reactive (22.70 CT), synergy idt reactive (39.57 CT). - sample ID (B)(6) ((B)(6) 2025): hbsag negative, synergy pp6 non-reactive, sansure pp6 reactive (30.73 CT), sansure idt reactive (22.18 CT), grifols idt reactive (37.18 CT). There was no harm alleged due to the discrepant results.